Manufacturer narrative:
Study source: (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2016 as part of the (B)(4) clinical study. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, while hospitalized following the procedure, the patient experienced an asthma exacerbation. The patient was treated with intravenous methylprednisolone and remained hospitalized. On (B)(6) 2016 the patient developed pneumothorax. The patient was treated with medication (exact medication not reported), and a thorax drainage tube was utilized. The patient remains in the hospital and was reported to be recovering. Baseline spirometry values: visit date: (B)(6) 2015: pre-bronchodilator: fev1: 2.12; fev1 % predicted: 77.00; fvc: 3.18; fvc % predicted: 93.00. Post-bronchodilator: fev1: 2.47; fev1 % predicted: 94.00; fvc: 3.35; fvc % predicted: 98.00.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2016 as part of the (B)(6) clinical study. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, while hospitalized following the procedure, the patient experienced an asthma exacerbation. The patient was treated with intravenous methylprednisolone and remained hospitalized. On (B)(6) 2016 the patient developed pneumothorax. The patient was treated with medication (exact medication not reported), and a thorax drainage tube was utilized. The patient remains in the hospital and was reported to be recovering. Baseline spirometry values: visit date: (B)(6) 2015. Pre-bronchodilator: fev1: 2.12, fev1 % predicted: 77.00, fvc: 3.18, fvc % predicted: 93.00. Post-bronchodilator: fev1: 2.47, fev1 % predicted: 94.00, fvc: 3.35, fvc % predicted: 98.00. Additional information received on 23mar2016: the patient's pneumothorax was not treated with medication. The patient's pneumothorax resolved on (B)(6) 2016. On (B)(6) 2016 the patient was discharged from the hospital and on (B)(6) 2016, the patient's exacerbated asthma resolved.